Manufacturer narrative:
The event device is not returning to applied medical for evaluation. However, a sterile unit from the same lot is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hernia lap. Event description: the scissor doesn¿t cut since the beginning of the procedure. The problem is basically in the tip of the jaw. They changed the device at that moment. There was no changes in health resulting from the event. The device was replaced. Additional information received by email from applied medical representative on 1mar2022: the lot number is: 1425911. Intervention: change of device. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, one sterile non-event unit was returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: hernia lap. Event description: the scissor doesn¿t cut since the beginning of the procedure. The problem is basically in the tip of the jaw. They changed the device at that moment. There was no changes in health resulting from the event. The device was replaced. Additional information received by email from applied medical representative on 1mar22: the lot number is: 1425911. Intervention: change of device. Patient status: no patient injury or illness occurred associated with the complaint event.